Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had prime fill anomaly. Customer's blood glucose level was unknown. Customer stated that insulin squirts out during the manual prime process. The insulin pump will be returned for the analysis.